Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump with minor scratches on the display window, a cracked reservoir tube lip and a dented case.

Event description:
It was reported the customer received a button error alarm. It was also found the customer's insulin pump froze after replacing their battery. Customer also stated their act button became unresponsive during an attempted bolus. The customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.